Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the surgeon thought the robot displayed too high inclination. The surgeon elected to manually perform the impaction. The outcome of the case was successful with a slightly low inclination of the cup.

Manufacturer narrative:
Reported event: an event regarding inclination discrepancy involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method and results: device history review: a review of the DHR associated with rio 037 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inclination discrepancy. There were only 7 other reported events (B)(4). Conclusion: device inspection could not be performed, no session data was provided. Five communication attempts were made. Session files were not provided for evaluation.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the surgeon thought the robot displayed too high inclination. The surgeon elected to manually perform the impaction. The outcome of the case was successful with a slightly low inclination of the cup.